Event description:
It was reported via repair work order that the brakes would not engage when the bed was in the lowest position due to an obstruction between the litter and the base. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.